Manufacturer narrative:
Per tandem user guide: always make sure that the correct time and date are set on your insulin pump. When editing time, always check that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm. Not having the correct time and date setting may affect safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. Pump was reset to resolve the issue. In addition it was reported that the pump time and date were inaccurate; cause unknown. Customer's blood glucose level was 210 mg/dl. Customer updated the time and date to address the issue.